Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, a relationship between the report event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the complaint of difficulty turning pump cartridge in u.I. Assembly was confirmed. Test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. Root cause is determined to be corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that versajet machine is broken. The socket is misaligned and won't allow the hand piece to turn to lock in the place. No case involved.